Event description:
A peritoneal dialysis patient reached out to technical support with a question regarding treatment history. During this call, the patient reported noticing fibrin in the catheter line. The patient had relayed this information to the nurse. According to the cycler treatment summary, the patient experienced iipv (increased intraperitoneal volume) of approximately 150% per drain volume. The patient will discontinue use of the cycler and is able to utilize manual treatment to complete.

Manufacturer narrative:
Corrective data: the reported condition of iipv (increased intraperitoneal volume) was 150% and does meet reportable criteria. The initial MDR report for this file was filed in error.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reached out to technical support with a question regarding treatment history. During this call, the patient reported noticing fibrin in the catheter line. The patient had relayed this information to the nurse. According to the cycler treatment summary, the patient experienced iipv (increased intraperitoneal volume) of approximately 150% per drain volume. The patient will discontinue use of the cycler and is able to utilize manual treatment to complete.